Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that the centrifugation chamber leaked during the operating test with the physiological solution. The centrifugation chamber had the seal disconnected from the centrifuge body causing the centrifuged contents to leak inside the cell recovery device.  After the device was replaced, the customer carried out all the cellular recovery necessary for liver transplantation. The customer ruled out any equipment failure. Additionally, the customer reported that they received training approximately one month ago. The device was replaced. There was no adverse patient effect associated with this event. Medtronic received additional information that the bowl broke and the blood entered the centrifuge chamber, leaking under the equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.